Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device was not returned for investigation. The reported failure is a known phenomenon and is produced as a result of error in operating the device. As stated on the IFU (instruction for use) the user manual states: do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the needle was observed to be curved and would not retract back into the sheath. The needle was then withdrawn through the endoscope. There was no issue noted with the device before use . The intended procedure was completed using the same set of equipment. The issue occurred during an endobronchial ultrasound bronchoscopy (ebus) needle taking node sample. There was no patient harm or injury reported due to the event. No user injury reported.